Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor would not power on. Upon evaluation, the computer / analog (ca) board was damaged. The cause of the damaged ca board is high voltage that traveled to low voltage circuitry. The root cause cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.